Event description:
The company was informed that the pt developed an infection at the implant site and the implant is visible under the pt's skin. The pt was reportedly treated with antibiotics (type and duration unknown) and has no further signs of infection. Additional surgery to cover the device is under consideration. Advanced bionics is in the process of gathering more additional information. Once additional information is received, a supplemental report will be submitted.